Event description:
The silicon foot pads on the masimo rad 97 devices are susceptible to pulling off. This pulling initially unseats the pad from its holder, then further force causes it to pull off completely. One pulled off completely, the device has lost some of its friction to hold it in place. Despite this process improvement, we still have concerns, and they were also communicated to masimo: when our recently upgraded fleet arrived from the planes warehouse recently, after not having even been on wire racks, foot pads were missing from several. This finding indicates that the issue occurs outside of our metro cart storage solution. Even with the plastic liners added to metro carts, the foot pads introduce friction (as designed) when pulled across the shelf, and they still pop out of place and/or break off completely. Even with adjusting orientation by 90 degrees and standing the rad 97s vertically, the foot pads are still susceptible to breakage. These pads are different in design and do not have the ¿tether¿ attached to them, so when they break off, they automatically are unattached. The foot pads become a choking hazard for our patient population once completely dislocated.